Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation. The articular surface of the continuum liner appeared to have been pitted and scratched significantly. The surgeon is questioning whether the prior asr implant has left the implant this way.